Manufacturer narrative:
The hvad is used for treatment not diagnosis. . It was reported that the experienced power switching from one port to the other, earlier than expected. A controller exchange was performed and the batteries were replaced. There was no reported patient injury as a result of this event. The devices were not returned to the manufacturer for evaluation. Review of the log files show more than one critical battery alarm and events of power switching. The most probable root cause of the reported "power switching" event is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins and faulty internal cells within the battery pack. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of three reports 3007042319-2015-04103, 3007042319- 2015-04104 and 3007042319- 2015-04105 submitted for devices related to the same even.

Event description:
It was reported from (B)(6) that the patient experienced power switching from one port to the other, earlier than expected. A controller exchange was performed and the batteries were replaced. There was no reported patient injury as a result of this event. The devices were not returned to the manufacturer for evaluation.